Manufacturer narrative:
Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a l4-l5 spinal fusion procedure there was an alleged inaccuracy with the navigation system. The inaccuracy was with the imaging system scan and the navigation system. The left imaging system tracker was being used. The surgeon noticed the inaccuracy immediately after the scan transferred to the navigation system during the accuracy check. The alleged inaccuracy was 3-5 mm inferior on the spine and on the reference frame. The reference frame was clamped to the l3. The surgeon continued to place screws using the imaging system and navigation. During c-arm fluoro imaging, both screws on the l-4 vertebral body were placed inaccurately. The surgeon re-positioned the screws on the l-4 using the c-arm fluoro imaging. There was a reported delay to the procedure of 15 minutes due to this issue and the patient was affected.

Manufacturer narrative:
Patient weight and date of birth updated to proper value. Coding updated to proper values.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.